Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported peritonitis diagnosis. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The patient called technical support during her continuous cycling peritoneal dialysis (ccpd) treatment because she was experiencing difficulty draining. She stated during the call that she felt a "sore spot" beneath the catheter site. Upon follow up with the peritoneal dialysis registered nurse (pd rn), it was learned the patient had been diagnosed with peritonitis. She did not remember the exact date. Patient was hospitalized and had her peritoneal dialysis (pd) catheter removed. She is currently on hemodialysis. The organism is not known nor what was likely the cause of the peritonitis. She denies any leaks during treatment.